Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This lead was included in that field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced oversensing noise and out of range impedance resulting in several inappropriate shocks. A lead fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.